Event description:
Event unresolved type I distal endoleak. Case details: the graft was successfully implanted. A leak was observed in the left (ipsilateral) limb. A 14 x 50 wall graft was implanted, but a slight leak was still present on the final angiogram. The pt will be monitored by the physician.